Event description:
Reporter alleged the customer obtained the results of 138 mg/dl and 77 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer felt sweaty, shaky, and confused, so she was given cake icing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was losing insufflation and there is an air leak in the upper housing in the trocar after removing the instrument. They completed the procedure with a new like device. There was no patient consequence reported.